Event description:
It was reported to medtronic minimed that the customer experienced exposure to a magnetic field or MRI, device test failure, unexpected battery power loss, frozen screen, possible over-delivery anomaly, and harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 44 mg/dl. The customer reported hypoglycemia, treated with discontinued use of the insulin delivery system, and glucose/carb intake. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved products mmt-1884l, mmt-7040a, mmt-243a, and mmt-332a. The customer was not using the insulin pump system within 48 hours of the reported event. The customer reported receiving a power loss alarm. The customer was not able to clear the alarm. The customer reported a frozen display. The customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. The customer reported low bgs. The customer has been using the insulin pump system within 48 hours of the reported low bg event. The customer believed that the pump was over-delivering. No further patient complications were reported. Mmt-1884l was requested, and the customer response was that the device would be returned. No product return is required for mmt-7040a. No product return is required for mmt-243a. The product return status for mmt-332a is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Thump and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review of the pump history on the event date of 23-apr-2024, there is no unexpected alarms/suspends found. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Exposed to magnetic field or MRI/device test failed/unexpected battery power loss alarm/frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.